Event description:
It was reported that a patient presented for dual-chamber pacemaker implant procedure. Prior to the procedure, upon interrogation, the pacemaker was found to be in backup vvi mode. The pacemaker was not used and was replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of the device in backup mode was confirmed. The pacemaker was in back-up operation mode upon receipt. Analysis of the device image revealed that the device went into back-up mode due to a reset error consistent with an integrated circuit anomaly. Further analysis was performed, and the device was found to be above the elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.